Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to (B)(4) for investigation. A f/u report will be provided when the examination results are available. (B)(4).

Event description:
As reported by the user facility (translation of user facility info by (B)(4)): overinfusion - no ill effects reported to the patient.

Manufacturer narrative:
(B)(4). Result of examination: the infusomat space was subjected to a visual and functional examination. The device showed heavy marks of use, most likely caused by a drop down, as well as contaminations. The sample showed several external mechanical damages. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to en 60601-2-24 was performed. All measured values are within our specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.